Manufacturer narrative:
Initial and final (B)(4) - device 5 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that he experienced infusion set cannula was the inducer was getting stuck in his body within 3 hours of insertion at abdomen on (B)(6) 2024, which cause the patient blood glucose levels was elevated to high. The patient also reported that he was hospitalized, and he had ketones which were dangerous/life threatening. No further information available.